Event description:
Caller reported a cgm error 42 related to a sensor issue. There was no adverse impact to the customer¿s blood glucose level mentioned. Technical support provided complete pump reset information and guided the caller through the pump reset, after which the cgm error did not reappear. The caller successfully started their sensor session afterward.